Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, 4 months after the dental implant was placed in the patient's mouth, non-osseointegration was observed. Fifteen (15) ncm of primary stability was achieved. The clinician reported that the patient experienced pain following the event. It was also noted that smoking could have influenced the problem found.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that, 4 months after the dental implant was placed in the patient's mouth, non-osseointegration was observed. In addition, 15 ncm of primary stability was achieved. The clinician reported that the patient experienced pain following the event. It was also noted that smoking could have influenced the problem found. (B)(4).